Manufacturer narrative:
The customer's calibration results were ok. The customer's qc results were not provided. The investigation reviewed the system's alarm trace and no abnormalities were found. The field service representative instructed the customer to replace the onboard diluent. The diluent was replaced and the precision results with the new diluent pack were within specifications. The customer performed qc and the results were acceptable. The investigation determined that replacing the diluent pack resolved the issue.

Event description:
There was an allegation of questionable elecsys estradiol iii results for 1 patient sample on a cobas e 411 analyzer. The initial result was 2992 pg/ml with a data flag. This result was deemed to be correct. A 1:10 dilution was performed and the result was 2094 pg/ml. The sample was repeated without dilution and the result was 2966 pg/ml. Another 1:10 dilution was performed and the result was 2500 pg/ml. The sample was repeated with dilution due to the customer expecting a higher value due as the result did not meet the clinical picture of the patient. The erroneous results were not reported outside of the laboratory. The reagent lot number is 59031105 with an expiration date of 31-dec-2022.